Event description:
Us customer contacted cepheid to discuss results. Customer encountered multiple patient discrepants when running xpert xpress cov-2/flu/rsv plus with multiple samples across 3 different instruments. Patient is an employee of the testing facility. None of the results were reported to the md. The following results are for one patient. Sample 1: customer collected a sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms at the time of collection. The sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a positive, flu b positive, rsv positive. This was not reported to the md. Sample 1 retest 1: due to positivity, the customer decided to send these samples to another facility on (B)(6) 2022. This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. The result was sars-cov-2 positive, flu a positive, flu b positive, rsv positive. This was not reported to the md. Sample 2: on (B)(6) 2022 customer collected another sample from the patient that was included with the sars-cov-2 antigen test and processed sample per pi. The result was sars-cov-2 negative. Sample 3: customer collected another sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms at the time of collection. This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. The result was sars-cov-2 positive, flu a positive, flu b positive, rsv positive. This was not reported to the md. Sample 4: customer collected another sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms at the time of collection. This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. The result was sars-cov-2 positive, flu a positive, flu b positive, rsv positive. This was not reported to the md. Sample 5: customer collected another sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms at the time of collection. This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. The result was sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This was not reported to the md. Samples were collected, tested, and then stored refrigerated. They were also shipped at refrigeration temperature to fairbanks testing.

Manufacturer narrative:
Us customer contacted cepheid to discuss results. Customer encountered multiple patient discrepants when running xpert xpress cov-2/flu/rsv plus with multiple samples across 3 different instruments. Patient is an employee of the testing facility. None of the results were reported to the md. The following results are for one patient. Sample 1: customer collected a sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms at the time of collection. The sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive, flu a positive, flu b positive, rsv positive. This was not reported to the md. Sample 1 retest 1: due to positivity, the customer decided to send these samples to another facility on (B)(6) 2022. This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. The result was sars-cov-2 positive, flu a positive, flu b positive, rsv positive. This was not reported to the md. Sample 2: on (B)(6) 2022 customer collected another sample from the patient that was included with the sars-cov-2 antigen test and processed sample per pi. The result was sars-cov-2 negative. Sample 3: customer collected another sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms at the time of collection. This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. The result was sars-cov-2 positive, flu a positive, flu b positive, rsv positive. This was not reported to the md. Sample 4: customer collected another sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms at the time of collection. This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. The result was sars-cov-2 positive, flu a positive, flu b positive, rsv positive. This was not reported to the md. Sample 5: customer collected another sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms at the time of collection. This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus on (B)(6) 2022. The result was sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This was not reported to the md. Samples were collected, tested, and then stored refrigerated. They were also shipped at refrigeration temperature to fairbanks testing. This case involves an asymptomatic person who tested positive in all channels by xpert xpress cov-2/flu/rsv plus. Repeat testing of same specimen gave same results. Additional swabs gave variable results- one was again positive for all targets, while others were positive only for sarscov2, according to the customer. No evidence of product malfunction based on pcr curves. Results were nor reported, so no harm to the patient. The likely root cause is contamination and/or carryover. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.